Manufacturer narrative:
(B)(4). D10: cat# 00625006525 lot# 65977397 bone screw self-tapping 6.5 mm dia. 25 mm length. Cat# 00625006520 lot# 65983355 bone screw self-tapping 6.5 mm dia. 20 mm length. Cat# 00625006520 lot# j7562755 bone screw self-tapping 6.5 mm dia. 20 mm length. Cat# 00625006540 lot# j7670803 bone screw self-tapping 6.5 mm dia. 40 mm length. Cat# 110031013 lot# 66245371 28mm i.d. 46mm o.d. Size g bearing cat# 00877502802 lot# 3175526 bioloxâ® delta, ceramic femoral head, m, ã¸ 28/0, taper 12/14. Cat# 40110024465 lot# 66364960 g7 dual mobility liner 46mm g. The product remains implanted and will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 5 months post implantation of a left total hip arthroplasty, the patient is being considered for a revision due to hip pain and cup migration medially into the pelvis. There are no known contributing conditions except for poor bone quality. No additional information was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. The patient had poor bone quality. It is unknown if this contributed to the reported issue. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Unable to confirm the complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.